Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during initial drain in peritoneal dialysis. The patient was connected at the time of the alarm. The technical service representative was unable to determine true cause of the system error. The technical service representative had the patient close all the clamps to bags, patient line, and transfer set. The technical service representative had the patient cycle the power on the homechoice to clear the alarm and advance the device to press go to start. At load the set the technical service representative advised that is was safe to disconnect them self and the attached supplies. Technical service representative advised the patient to dispose of current supplies and start over with all new supplies. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.